Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee replacement procedure on unknown date and the topical skin adhesive was used. The patient developed blistering visible on top edge and bottom edge of the topical skin adhesive tape. A few more blisters were in the process of formation in the lower medial edge of the topical skin adhesive tape. There was some incision drainage observed in the lower half of the incision line.

Manufacturer narrative:
Additional information was received indicating that there was no patient event. Upon additional review it is determined that this medwatch report is not reportable.